Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On approximately (B)(6) 2025, the patient reported an incident involving her continuous glucose monitoring (cgm) system. While using a non-integrated insulin pump, she went to the bathroom and noticed that both her cgm receiver and mobile device displayed an estimated glucose value (egv) of 80 mg/dl. She did not hear any glucose alarms from either device at that time. Out of concern, the patient decided to wait and observe whether the cgm would trigger an alert as her glucose level dropped. She reported that the alarm was only activated once the egv reached 40 mg/dl, at which point she began experiencing symptoms including dizziness, light-headedness, thirst, and sweating. The patient did not specify the exact time interval between the initial 80 mg/dl reading and the drop to 40 mg/dl but indicated that it occurred during the time she was in and shortly after leaving the bathroom. She confirmed that the cgm readings appeared accurate throughout the episode. After the alarm was triggered and symptoms began, the patient self-administered baqsimi and reported that she is now feeling well. No product or data was provided for evaluation. The allegation and probable cause could not be determined. No additional event or patient information is available.